Manufacturer narrative:
The device evaluation has been completed. The biosense webster inc. (Bwi) field service engineer (fse) was informed by the bwi representative that the root cause of the issue was that the patient¿s body moved up. Moving on the z axis cannot be registered by the carto 3 system, as such, there was no system malfunction. The system is reported to be operational. A device history record (DHR) review was performed by the manufacturer and no anomalies, which are related to the reported issue were noted in manufacturing or servicing of this carto 3 system. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto 3 system and a map shift error occurred. It was reported that there was a shift on the map. The lasso catheter appeared out of the map without any error messages being given. The issue presented itself after mapping but before ablation. The approximate difference in catheter location before and after map shift was describes as the size of a pulmonary vein around 20-30mm. There was no cardioversion or patient movement detected by the carto 3 system. This event has been assessed as an MDR reportable malfunction.